Manufacturer narrative:
Occupation is patient/consumer. Test strip lot 58526221 was received for investigation. The test strips (lot 58526221) were tested using a reference meter with a high-level control sample. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. H3 other text : na

Event description:
There was an allegation of discrepant inr results with coaguchek vantus meter (serial number unknown) compared to an unknown laboratory method. At 4:00 p.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 5.0 inr. At 4:00 p.m. On (B)(6) 2022, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 3.5 inr. The patient's medication was adjusted based on the laboratory result. At 4:30 p.m. On 15-sep-2022, a sample from the patient was tested using the meter, resulting in a value of 5.0 inr. At 4:30 p.m. On 15-sep-2022, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 2.7 inr. The patient's medication was not adjusted based on the meter result. The patient¿s therapeutic range is 2.5-3.5 inr, with a testing frequency of every 1-2 weeks.